Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h3: device evaluated by mfg. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: a batch record review was completed and no discrepancies were found. All in-process stat sample quality checks were satisfactory. Aquacel foam ag n/adh 15x15(1x5) nai was manufactured under system application product (sap) code 1704021 and manufacturing lot number 4b01857 on 14 feb 2024. Lot # 4b01857 was sterilized under work order 3505447 and released on review of results of sterilization provided by sterilization company sterigenics. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 4b01857. This is the first of 3 complaints for this lot registered within database. The second complaint is for staining on dressing, and the other is questioning the batch artwork. However, neither are expected to be related to this, as although the second complaint is identifying a stain on the dressing (foreign matter), it is different from the staining identified in this complaint. 2 complaints for foreign matter have been received for this batch, totaling 2 affected dressings. With the batch size of 9600 dressings, this would be an acceptable failure rate based on the acceptable quality level (aql)s from procedure, with an accept 3 and reject 4 based upon a sample of 200 dressings. As only 454 packs remain in dcs, it is likely over 200 dressings have been exhausted, and as 2 dressings have confirmed foreign matter, it remains below aqls, so no corrective action / preventive actions (CAPA) is necessary. 4 photographs were received for this issue and have been evaluated in accordance with work instruction (wi). The photographs confirm the expected lot, product and the complaint issue where a blue staining can be seen, either on or beneath the pink polyurethane (pu) of the dressing. The complaint sample was requested on 09 may 2024 and received on 24 may 2024. The complaint sample could not be meaningfully analyzed in the lab as the staining appears to be a blue coloring on the pink polyurethane (pu) surface and a small line of blue seen down the foam in the cross section of the dressing. As the blue staining is seen in the cross section, it is possible to rule out the staining being present on the pink pu from the supplier, and earlier manufacturing processes before the dressing is fully assembled. As the blue staining has visual similarities to inks used for marking dressings in the controlled environment, it is most likely that the blue staining has been applied to the dressing at the point of first piece inspection. Sample dressings are taken as part of the process and measured with a metal rule. Lines are drawn, and dimensions are written directly onto the sample dressing in blue or black ink for batch record evidence. The blue staining seen in the cross section of the dressing is located centrally, indicating that this dressing may have been reserved as a first piece sample. This staining could indicate the dressing began to be marked with the dimensions and was then stopped, or that the blue ink from the rule used has been transferred to this dressing unintentionally. It is most likely that the stained dressing has then been added to the stock of cut dressings to package in error and missed during later inspections once packaged. As the staining is confined to the outside of the dressing and does not impact the wound contact area, it is not thought to be of risk to patient. The dressing was not used and has not caused harm. Operators will be made aware of the risk of transfer of ink from measuring equipment and the requirement to clean equipment to prevent potential transfer. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571

Event description:
It was reported by the retailer about the stain on the dressing (not on package). The product was not used. The photographs depicting the issue were received from the complainant.